Event description:
Healthcare professional reported left side deformation and damage of the device, diagnosed by MRI and ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "damage of the device" (rupture).

Manufacturer narrative:
Device evaluation: a review of the device noted, an opening assessed, as an unidentified tear. The shell thickness was within specification.

Event description:
Healthcare professional reported, left side deformation and damage of the device. Diagnosed by MRI and ultrasound. The device has been explanted and replaced.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 15/feb/2024.

Event description:
Healthcare professional reported left side deformation and damage of the device, diagnosed by MRI and ultrasound. The device has been explanted and replaced.